Event description:
Additional information was received stating that vns patient is normally fixed to a wheelchair with a belt which applied pressure to the collarbone and may have caused or contributed to the reported lead fracture.

Event description:
It was reported that the vns patient's device was tested during an office visit on (B)(6) 2015 and system diagnostic results revealed high impedance. The patient's device was subsequently disabled. The patient's device was last tested on (B)(6) 2015 and system diagnostic results showed lead impedance within normal limits at that time. X-rays were provided to the manufacturer for review. A gross lead fracture was observed in the portion of the lead below the clavicle. No known surgical interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to death or serious injury.